Event description:
It was reported that an 840 ventilator's compressor was inoperable. There was no patient involvement at the time of the reported event. The service engineer (se) inspected the device and verified the reported incident. The se replaced the compressor printed circuit board and the solenoid valve assembly. The se performed testing and calibrations and the ventilator operated within the manufacturing specifications.

Manufacturer narrative:
Correction: PMA / 510(k) # to (B)(4). Report source from user facility to healthcare professional, additional information: unique identifier (UDI) #: (B)(4), device evaluation: the compressor solenoid valve assembly was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and it was found that it had a damaged solenoid connector. An investigation was performed and the root cause of the reported event was isolated to improper mating of the unloading solenoid connector to the printed circuit board connector due to damage from a vendor process issue. The compressor printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and no errors were recorded in the diagnostic logs during testing. No fault was found with the returned compressor pcb. If information is provided in the future, a supplemental report will be issued.